Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had febrite seizures before implantation at the age of 2 years. He was implanted in (B)(6) 2011 at the age of 3 years. After implantation, seizures were observed twice after switch-on on (B)(6), 2011. After the most recent seizure on (B)(6), 2011, overt facial nerve stimulation was observed and mcls could not be obtained. Recent testing shows the values within specified limits. An x-ray shows normal positioning of the receiver-stimulator and active electrode array. The surgeon reported a normal course of the facial nerve. The patient was re-implanted on (B)(6), 2011.